Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer, who had encountered the issue with the same pump serial number previously, followed advised precautions and did not expose the pump to condensation or humidity. Technical support decided to replace the pump, which was still under warranty, with one that has updated software. The customer was instructed on backup therapy using multiple daily injections, programming settings into the new pump, connecting their cgm, and returning the faulty pump to avoid charges.